Event description:
A complaint was received from a customer that reported receiving erratic results when using excel off brand reagent. Examples were 63, 185, and 75 mg/dl. These results were taken right after each other and from separate finger sticks. The difference between these readings could be clinically significant. While on the phone a review of the operation of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Bayer reagent was provided to the customer and the customer was advised to call company's 24/7 customer service line if any additional issues were encountered.